Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient has a broken lead wire, as their medical chart states that the lead was pulled and only the tail was removed. Caller confirmed this on x-ray. Caller states the medical chart states that the patient stated they had their system removed, as it "aggravated her pain, so she opted to have it removed". Caller states this possibly occurred in december 2010. They don't know when or if medtronic was notified, however it was documented in drs.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2010 brand name resume ii; product ID 3587a (lot: la6756); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the surgical procedure occurred on (B)(6) 2010.